Event description:
It was reported the reservoir and tubing connector did not connect smoothly. It was also reported the insulin pump gave a no delivery alarm.

Manufacturer narrative:
Analysis was performed on seven reservoirs, and 1 reservoir revealed the p-cap was detached from barrel and will leak. The other six reservoirs passed per specifications no "no delivery" alarms or occlusion observed during analysis.